Manufacturer narrative:
Investigation from engineering confirmed that ge aw sim 6 conforms to the dicom standard. The behavior is also mentioned in the dicom conformance statement of advantage sim 6, which the customer acknowledged. The dicom data exported by sim 6, also contains contour to slice mapping info, which makes it easily possible for the receiving application to determine the correct slice for each contour.

Event description:
It was reported that when doing contouring on ge aw sim 6, and then transferring the volume to nucletron masterplan treatment planning system, there is a loss of some of the contour when the data is loaded into masterplan. This might lead to irradiating less tumor volume than intended. There has been no report that there was any ineffective treatment where the pt needed add'l treatment.